Manufacturer narrative:
The field service engineer found the rinse mechanism had crashed and damaged the rinse nozzle and the spring holder. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for 35 patient samples tested with multiple assays on the cobas 6000 c (501) module. The original sample values were reported outside of the laboratory. A spring holder fell off on the analyzer, causing an issue with the rinse nozzle. The issue was fixed by an engineer, then the reporter repeated the patient samples. The following assays were affected: hdlc4 hdl-cholesterol plus 4th generation (hdl4), alp2 alkaline phosphatase acc. To ifcc gen.2 (alp), ck creatine kinase (ck), creatinine (crea & ucrea), gluc3 glucose hk gen.3 (glu), ua2 uric acid ver.2 (ua), crphs cardiac c-reactive protein (latex) high sensitive (crphs), albumin (alb & ualb), ureal urea/bun (urea), phos2 phosphate (inorganic) ver.2 (po4), trigl triglycerides (trigl), alt, rf-ii rheumatoid factors ii (rf), mg2 magnesium gen.2 (mg), and ggt-2-glutamyltransferase ver.2 standardized against ifcc / szasz (ggt) roche manufactures two creatinine assays, crep2 creatinine plus ver.2 and crej2 creatinine jaffé gen.2. It was asked, but it is not known which creatinine assay was used. Roche manufactures three albumin assays, alb2 albumin gen.2, albp albumin bcp, and albt2 tina-quant albumin gen.2. It was asked, but it is not known which albumin assay was used. Roche manufactures two alt assays, altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation and altlp alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation. It was asked, but it is not known which alt assay was used. The reagent lot numbers and expiration dates were requested, but not provided.